Manufacturer narrative:
The reported issue was confirmed. Root cause could not be determined. The device was evaluated upon receipt. Mixing pump motor had a broken connector. Mixing pump motor was replaced. The arctic sun stat was put through post repair functional verifications during which the device was heated above 30 degrees c, cooled below 6 degrees c, and the bypass flow was verified adjusted to 1.8 +- .05 l/m at 28 degrees c and -7.0 psi. The fluid delivery line was leak tested and passed. An electrical safety test and ctu calibration were performed and passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, in an arctic sun device there were loose casters. Crusty residue was found on the outlet of the flow meter, stuck to the foam and on top of the heater. Mixing pump motor had a broken connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, in an arctic sun device there were loose casters. Crusty residue was found on the outlet of the flow meter, stuck to the foam and on top of the heater. Mixing pump motor had a broken connector.